Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the battery gauge was fluctuating. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.